Event description:
It was reported the patient's implanted stimulator battery went dead in under a year. At the time of the replacement surgery, it was not requested to save the battery. There had been no problems with the device; "it was working fine and just ran out of power." The patient was implanted with a new system and was "doing fine."